Event description:
Reporter alleged obtaining a result of 123 mg/dl on the active s system while feeling hypoglycemic symptoms. Reporter stated that based on the reading and her doctor's instruction, she took 50 mg of amaryl because the result was above her normal range. Reporter stated that an hour later, the paramedics were called because she was disoriented. They treated her with an IV of sugar water when they were unable to get a reading. Reporter stated she was taken to the hospital where the IV was continued, she was given orange juice with sugar, and then insulin when a result of 300 mg/dl was obtained on their system. No other actions were reported taken or treatment received. A request was made for the return of the suspect device.